Manufacturer narrative:
(B) (4): the driver was returned for evaluation; the broken piece was discarded at the hospital. Visual examination confirmed the driver tip broke. Fracture surface analysis reveals a quasi-brittle fracture with no indication of fatigue which is consistent with overload of the driver. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent a one level anterior cervical discectomy and fusion (acdf). During surgery, a small portion of the lockscrew driver tip sheared off while tightening the lockscrew. The broken piece was retrieved. The procedure was completed using a second driver. No pt complications were reported.